Event description:
It was reported the device was used during a lararoscopic douderlein hysterectomy. It was reported after the second firing of the ets-flex the scrub nurse noted it appeared the staples on half of the cartridge did not fire (noted when reloading the instrument). The staple line in question was the lower of 2 firings on the pt's right side on the specimen side. No excess bleeding was noted by the surgeon. The instrument fired completely and normally on the previous and remaining 2 firings (4 firings total). The surgeon was unaware there may have been a problem. There was no consequence to the pt.